Manufacturer narrative:
Device used for off label indication. The indication the device was used for was trigeminal neuralgia. Concomitant products: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that a patient had a device implanted the week prior to the report. The reporter stated that the patient started shaking and sweating 'real bad' the day of the report. It was noted that the patient was still having symptoms at the time of the report. The reporter stated that before the patient had a device he had seizures. It was reported that the patient had the device for trigeminal neuralgia and the leads were implanted in the patient's brain. Six months later, additional information received reported that the patient went to the emergency room on (B)(6) 2012. The reporter stated that the patient was having pain in the left shoulder chest area where the implantable neurostimulator (ins) was located. An x-ray was taken and no fractures were found. It was reported that the emergency room doctor thought the connector looked funny and the nurse thought there was nothing wrong with it. It was noted that the patient had a connector because he had an old system. It was reported that the patient stayed overnight in the hospital and they did telemetry. The reporter stated that the patient had an electrocardiogram and it was normal and the patient's 'thrombolysis in myocardial infarction' score was zero. It was reported that the patient was given a nitro patch which seemed to resolve the pain. The reporter stated that the patient saw his doctor on (B)(6) 2012 and the patient was not reprogrammed. It was noted that the incisions were healed and the patient did not indicate an issue in regard to sweating and shaking. It was reported that the patient seemed to be doing well pain-wise and the patient was going to have a stimulation trial for pain in the lower extremity.